Manufacturer narrative:
We have extensively tested vitrectoom. Our r & d department has made a change. As was already indicated in the snf, the new vitrectoom will soon be available. Our csc department can tell when the new series is available. Bubbles can lead to a patient harm, hence reportable. Performance varies in- and out-of-specification. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer. (B)(4). All available information has been disclosed.

Event description:
Today we faced a new and very serious issue and we are trying to understand the reasons for it. It was noticed bubbles from the aspiration port of the cutter at high cut rate-shaving mode. Information reasonably suggests that this incident occurred during surgery. No information of patient injury or harm.